Event description:
Pt sustained cardiopulmonary arrest during pipida scan. The lifepak 9p malfunctioned during the code - unable to pace. Another lifepak was immediately brought to the code however pt did not respond to code team efforts.